Event description:
It was reported that "there were open seals on packages". Product was not used. During incoming inspection, there were 8 devices found in this event. Device #1 1320894-2009-00013. Device #2 1320894-2009-00077. Device #3 1320894-2009-00078. Device #4 1320894-2009-00079. Device #5 1320894-2009-00080. Device #6 1320894-2009-00081. Device #7 1320894-2009-00082. Device #8 1320894-2009-00083.

Manufacturer narrative:
A device history record (DHR) review was conducted. The records show the device was made to the current production specifications. Examination of the returned package confirmed the reported complaint. During the evaluation of the sealing process, it was discovered that the operator failed to hold down the foot activation pedal for the duration of the sealing cycle. A short term corrective action was taken. The inadequate bar sealer was removed and replaced with a band sealer. The bar sealer is being reprogrammed to ensure that the sealer remains activated for the duration of the cycle even if the operator removes their foot from the pedal and so that it will not start the sealing cycle if the bars are not up to the accurate temperature. In addition, a timer is being upgraded. Also, a sampling of product that was in stock was performed and samples were found to provide a sterile barrier. We are considering this complaint complete and closed.